Manufacturer narrative:
Device evaluation:the returned pump was subjected to external and internal examinations, as well as, functional, flow, and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed.(B)(4)

Manufacturer narrative:
Once the investigation is complete, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a reservoir volume higher than expected in the pump was observed. The pump was explanted on (B)(6) 2015 and was returned for evaluation.